Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that noise and high capture thresholds were noted on the rv lead and increased pli was noted on the lv lead. Both leads were explanted and replaced.